Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2009 by dr (B)(6) at (B)(6). The complaint alleges that the implant has since caused perforation and stenosis. The patient has not attempted to have the filter retrieved or removed. Argon¿s attorneys are attempting to gather additional information.